Event description:
Overdelivery reported: the pump was programmed to infuse leucovorin at an unspecified rate of delivery to be infused over 1.5 hours. The total volume to be infused was unspecified. It was reported that the infusion was complete in 1.0 hour. There was no patient harm reported. The physician was notified. There were no orders or change in therapy ordered. Though requested, there was no additional information available.